Event description:
The reporter indicated that a vns pt had a history of pneumonia, and that it was unclear whether the event was related to a "dislocated vagal nerve stimulator lead." X-rays of the pt's device were reportedly reviewed by the reporter and no device anomalies were identified. Good faith attempts for additional info have been unsuccessful to date.